Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a pt presented with synechia caused by uveitis and complained of 'intense' ocular pain. The pt was treated with topical and sub-conjunctival corticoids and antalgic tablets. The pt's status improved, but some synechia was present two to three weeks after treatment was started. The association between this event and the iol is not known. Additional info from the surgeon indicates she does not believe the pt's vision will improve from 20/40. The pt had a small eye, the capsulorhexis was quite large, there was implant contact with the iris and the viscous product was difficult to remove.